Event description:
It was reported that the patient had two leads but only one of them was being used to control his tremor. The patient had gone to the doctor 6 weeks prior to the report and "they spent two hours trying to get it to work well." It was stated it had worked, but shortly thereafter it stopped working well. For the past few several days prior to the report it was thought he had a short in the wiring because sometimes when he turned his head or did something he felt little pulses or shocks from the top of his head down the left side to his arm and elbow. The patient did not have any falls or trauma. Six days later, it was reported that the patient was experiencing intermittent shocking at the lead and extension site. This shocking could not be reproduced when the patient was seen in the office one day prior to the report. Electrode and therapy impedances were checked and were normal. The patient had an appointment to see hcp (health care professional) on (B)(6) 2013. Nine days later, it was reported that the patient was still having concerns regarding his device or therapy but was working with his doctor or medtronic representative. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0437135v, implanted: (B)(6) 2004, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received from a consumer reported they had their wires replaced in (B)(6) of 2014 due to getting shocked.